Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a medical or therapy problem and a patient death, but the death was not device related. The cause of death has been requested and not yet received. The patient was pacemaker dependent.